Manufacturer narrative:
(B)(4). Date sent: 12/19/2025. D4: batch #unk. Additional information was requested, and the following was obtained: per sales rep: the device did not lock-out before the firing sequence, but after the firing sequence had taken place therefore staples had been deployed. After the firing sequence the surgeon was unable to get the jaws off the vessel, they tried knife reverse, battery, and also manual override but in the end had to put a hemolock on the vessel and cut it away. The surgeon said there was only one staple line present on the vessel when they removed the stapler. There was a bit of artery in the jaws of the device when it was removed but they are unsure if the second row of staples was present in this. During this same procedure, the surgeon also experienced bleeding from the lumbar vein ¿ once the gas was down it was oozing therefore they put a hemolock and used ethizia to control the bleeding. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97z4m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the pvs locked out and the manual override did not work. The stapler actually came away with a small section of the renal artery still within the closed jaws. Fortunately, there was a small stump on the aorta and a single row of staples. They had also managed to get a hemoloc below, so there was no major bleed. There was no patient consequence nor surgical delay reported. No additional information provided.